Manufacturer narrative:
Age at time of event: 18 years or older.  (B)(4). Returned product consisted of the emerge balloon catheter. The shafts, tip and balloon were microscopically examined. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The tip was damaged. Microscopic examination of the shaft and balloon presented no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall at the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2017. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced but it got caught at the tortuous before reaching the area. Dilatation was performed before the area for 10 seconds and then tried to advance but it was still unable to cross. The procedure was completed with a 2.0 non-bsc balloon catheter. No patient complications were reported. However, returned device analysis revealed balloon pinhole.